Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high and low blood glucose readings and hospitalization. The customer stated that she was admitted to the hospital for uti few months prior to being hospitalized for low blood glucose readings of 23 mg/dl where she was unresponsive.